Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the advantage 812 system, strip lot 551225. Reference medwatch with patient identifier (B)(6) for the advantage 888 system, strip lot 551409.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 91 mg/dl (advantage 888, strip lot 551409) and 160 mg/dl (advantage 812, strip lot 551255) results were taken with different meters and strip lots. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.